Event description:
It was reported that pump generated cartridge alarm 20 and caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if necessary, while technical support arranged shipment of replacement pump.